Event description:
It was reported by service report that the zoom was intermittent.

Manufacturer narrative:
Zoom; zoom handle.

Event description:
It was reported by service report that the zoom was intermittent.

Manufacturer narrative:
The previous MDR initial report was sent without the PMA/510(k)#. This supplemental report was issued to include the PMA/510(k)#.